Event description:
It was reported that non-sustained oversensing episodes due to noise were observed on a remote transmission. Programming change was discussed. No intervention was performed. The patient was asymptomatic.

Event description:
New information indicates that noise leading to pacing inhibition was noted on the right ventricular (rv) lead. No patient symptoms were reported. No intervention performed at this time. The patient will continue to be monitored.

Event description:
New information indicates that the patient presented to the clinic on 24 jul 2024. The noise on the right ventricular (rv) lead could not be reproduced. Programming changes were made. The patient will be monitored remotely.

Event description:
New information indicated that the right ventricular (rv) lead was capped and replaced on (B)(6) 2024 with a competitor rv lead. There were no adverse health consequences, the patient was stable.